Manufacturer narrative:
Device passed the displacement test, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No unexpected a21 alarm anomalies noted. No excessive no delivery or occlusion alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had received multiple unexpected restart. A cold reset was performed. Customer¿s blood glucose level was unknown. The customer stated that the insulin pump recurring pump error during normal use. Troubleshooting was performed. The insulin pump will not be returned for analysis.